Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the colonovideoscope had dirt on the objective lens. There was no report on the subject device being used in procedure after the suggested event was reviewed. Based on the results of the investigation, the most probable cause of this complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.